Event description:
Reporter alleged discrepant back to back results of 547 mg/dl versus 120 mg/dl when testing was performed 2 minutes apart. As a result, no actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.